Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. (B)(4). Device was used for treatment, not diagnosis. Placeholder.

Event description:
It was reported that a ti vectra plate broke during an interior cervical discectomy fusion procedure on (B)(6) 2013. The surgeon was able to complete the procedure by using another plate that was available. There was no delay in completing the procedure. The procedure was successfully completed with no injury to the patient. The part of the plate that broke was one of the end-hole clips that hold the screw in place. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
An additional evaluation was completed: the plate shows wear around the locking screw holes. One clip is visibly deformed. One screw head holding clip is badly deformed. The microscopic investigation shows that also an all other 5 plate holes the locking screws were set in as there is visible wear and deformation on the clips as well as in the plate holes. A manufacturing conclusion cannot be presented due to impossible measurement of the deformed clips. This complaint is deemed indeterminate from a manufacturing standpoint. Placeholder.

Manufacturer narrative:
A product development evaluation was completed: one vectra plate 04.613.132, lot # 8502699, (received in finished goods 7/9/13 jde) was received with damage to several of the screw retaining clips which appear bent likely due to removal. The initial complaint reported by the customer identified one of the six holes had bent retaining clips and therefore they chose to use a replacement. The vectra system is intended for anterior plate and screw fixation of the cervical spine. The plate has screw retaining clips in each of the plate screw holes to lock in the screws. The system is described in vectra, vectra-t and vectra one technique guide j 8275-c. A review of dwg 04_613_132 version b revealed no issues related to design. Review of the complaint history (us complaints catsweb 1/06 to 2/14) revealed 5 reported complaints for part 04.613.132 having bent retaining clips. Review of us sales for this plate revealed that 9,090 units have been sold (us sales jde 1/06 to 2/14) resulting in an occurrence rate of .06% for bent retainer clips. The design appears to be sufficient and the complaint is indeterminate as the likely cause is user related.